Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, the breakers were reset. The ge rep indicated the root cause may be related to a facility power issue. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to perform fluoroscopy x-ray. No report of pt injury.